Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. Initially, we observed the control unit to operate on all settings and functions. However, upon further testing, we noticed a hesitation in the operation of the resector and observed that the harness connector was loose. The connector was most likely damaged by the operator while moving the resector power cable negligently or during insertion/removal of the resector power cable into the control unit. A loose connector can cause intermittent connection and can cause the handpiece to operate intermittently. There was no injury to the patient. The issue was detected during pre-use check and the procedure was completed using a different control unit.

Event description:
During pre-use check, the handpiece failed to operate when it was connected to the control unit.